Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with partial broken reservoir tube lip and minor burn marks on reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 154mg/dl at the time of the incident. The customer reported there was fire damage, from the reservoir compartment melting. The customer reported that the reservoir will not fit in pump, due to the melted lip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.